Event description:
On 18-jun-2025, the user and caregiver reported that on (B)(6) 2025 the user became unresponsive due to low blood glucose (bg) and was driven to the emergency room (ER). Bg was reported to be as low as 39[?]mg/dl. The user received a dextrose 50% IV push and was discharged the same day. The user resumed insulin therapy on the ilet following the event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. No evidence of device malfunction was found during the investigation. The log review confirmed the ilet was operating as intended, dosing requests aligned with cgm trends, no malfunction alerts occurred just prior to or on the day of the event. The cause of the user's hypoglycemia is indeterminate. Based on available information a usual dinner meal was announced at approximately 7:00pm with a bg of ~120mg/dl, resulting in subsequent decline in bg was observed, triggering multiple hypoglycemia-related alerts including "urgent low" and "low glucose." No motor or dosing errors were detected. Alerts were not consistently acknowledged. The event appears to be associated with insulin sensitivity following the evening meal.